Manufacturer narrative:
It was reported that two patients may have developed a fistula several months after spaceoar and hdr treatment for prostate cancer. It was reported that one patient received a temporary diversion and is now healing. The second patient has exhibited symptoms of a fistula and the management of his care is currently being evaluated. No additional information regarding the procedure or patient history is available at this time. From the available information, the cause of the fistula in the first patient could not be conclusively determined. Investigation into the existence of a fistula in the second patient is ongoing.

Event description:
It was reported that two patients may have developed a fistula several months after spaceoar and hdr treatment for prostate cancer.